Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was noted that varying thresholds were observed depending on device stimulation rate. Lead to be revised.